Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 535cc mentor memorygel breast implants experienced bilateral ruptures post procedure. The ruptures were diagnosed through mammography. The left sided rupture was accompanied by malposition. As a result, bilateral prosthesis replacement with 750cc mentor memorygel breast implants was performed on (B)(6) 2020. The stated outcome is that the patient fully recovered. See 1645337-2020-16556 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on december 24, 2020. In addition to the issues reported initially, the patient also experienced a left sided chest injury. The impacted product was received by the failure analysis lab on january 5, 2021. The investigation of the returned device was completed by the failure analysis lab on january 18, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).